Event description:
Modular nail failure (broke).

Manufacturer narrative:
Have tried to contact for additional data several times. Our attempts have not been responded to. The returned condition of the part made it impossible to make accurate evaluation.